Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the swg/dilator resistance, the swg was found kinked during used on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".